Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. The result from a laboratory using stago neoplastin ci plus reagent was 4.9 inr. The result from the meter less than 1 hour later was >8 inr. There was no allegation of an adverse event. The patient¿s therapeutic range was 3-4 inr. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.